Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's transmission failed to process because the device's implant detection did not complete. It is planned to have the patient return to the hospital to complete the implant detect with a programmer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s. (B)(4).